Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the top drawer failed at least once per day. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple pill packs caused binding and sensor blockage within the station; further inspection identified a two-pack pill pack wedged beneath the drawer, resulting in binding and misaligned opening and closing. A field service engineer (fse) removed the drawer from the cabinet, cleared the obstructing pill pack, and verified proper functionality. The system functioned as intended after the field service engineer repaired the device.